Event description:
Patient reported that they had to change the battery and now cannot get past the verification screen. Patient claims none of the buttons on the keypads are responding. The patient reported that the audio button has been missing for over a year; however, during that time the buttons were all responding. There was no adverse event associate with this complaint. The pump was replaced. The complaint is being reported since the patient alleged the keypad buttons are not responding.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing confirmed that the "up" key has intermittent response on button press. The keypad was intact and was removed to investigate. Evidence of keypad contamination was located under the "contrast","up","down" and "ok" contact buttons. Unrelated to this complaint, the pump was returned with audio bolus button missing. Bolus button is inoperable due to missing cover.